Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-00143. It was reported that the patient was admitted to the hospital due to pocket rupture and pacemaker exposure. After examination, it was confirmed that the pacemaker pocket was infected and the pocket was ulcerated at the same time. The physician considered that the possible cause of infection is that the patient is too thin. The system was explanted on (B)(6) 2020 and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.